Event description:
It was reported that the user experienced low blood glucose about thirty minutes after dinner and was unsure if a meal announcement was made; no data were synced during the call. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose. Investigation included troubleshooting and education regarding hypoglycemia management and device use. Investigation of this case revealed an unclear cause of the low glucose event, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.